Event description:
Loss of osseointegration - primary stability was achieved, implant surface was completely covered by bone, periodontosis at the time of surgery, periimplantitis, increased sensitivity.